Manufacturer narrative:
Event description: updated. Other relevant history: added. Device returned to manufacturer: updated. Device codes: updated. Device returned for evaluation: updated. Device evaluation codes: added. Product evaluation: failure analysis for fiber (B)(4): the fiber tip exhibits no signs of breaks/fractures; the metal cap is detached and returned; the glass cap exhibits severe devitrification at output window; the fiber can independently rotated within outer flow tubing; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 190,731 joules and 26 minutes of use, the fiber tip broke. The fiber was exchanged and the second fiber was used to complete the procedure at 611,792 joules and 1:01:32 hours of total usage. The fiber tip was cleaned during the procedure. No harm to the patient was reported.